Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the stay safe/luer lock catheter snapped apart in the middle section of the tubing during treatment causing fluid to leak. Treatment was cancelled. The sample was made available for evaluation. During follow up, the patient's pdrn reported there were no serious injuries or complications. The patient's effluent remained clear. Patient was prescribed 1 gram of vancomycinn prophylactically.

Manufacturer narrative:
The complaint sample was not available, therefore a search in the system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.